Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals with a non-boston scientific right ventricular (rv) lead when the physician started closing up the patient during the implant procedure. The signals were oversensed. The lead was, then, taken out of the device and connected to the pacing system analyzer (psa). The signal was clean. The terminal pin was cleaned and reinserted into the device. The physician confirmed the lead was fully inserted. The noisy signals were present. The lead was surgically abandoned and replaced. No adverse patient effects were reported.